Manufacturer narrative:
The field service engineer (fse) removed the faulty power supply and replaced it with another component. The ventilator was not in use on a patient at the time of the reported event. The fse performed testing and calibrations and the ventilator operated within the manufacturing specifications. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during servicing of an 840 ventilator, the field service engineer installed a power supply unit and identified a burnt component.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the tamura (taiyo yuden) power supply was returned for failure investigation. An external visual inspection of the returned power supply shows no anomalies. The power supply was attached to the failure investigation (f.I) test ventilator and the ventilator circuit breaker tripped immediately. However, the unit did power up from the bps (battery supply). Further investigation revealed a line to neutral resistance reading of 1.1k ohms, which would be seen by the ventilator as a short circuit across input mains ac and cause the circuit breaker to trip. Further investigation isolated the fault to a low resistance reading on both vr2 and vr4 varistor devices on pcb-c01 and both vr2 and vr4 were thermally damaged. The cause of this type of fault is excessive voltage or current over an extended period of time. The cause of the observed condition was determined to be an electrical component failure. The device history record / product history record was reviewed and there were no non-conformance during the build of the device. If information is provided in the future, a supplemental report will be issued.